Event description:
It was reported that customer experienced an intermittent occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin.